Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.743, lot# 6921238. Supplier: (B)(4), release to warehouse date: oct 03, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part# 314.743, lot# 6921238. A visual inspection, device history records review and drawing review were performed as part of this investigation. The returned devices were examined and the complaint conditions were confirmed. For the cannulated 4.0mm hexagonal screwdrivers one (1) was found to be broken, one (1) was found to be cracked, and two (2) were found to be stripped. For the stardrive screwdriver shaft the single device was found to be stripped. For the drive shaft the single device was found to be broken. The returned screwdriver shaft (314.467) is a common trauma instrument, noted in various system technique guides. The screwdriver shaft was received with the distal stardrive stripped and showing indents. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already stripped. A review of the current / manufactured drawing revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned drive shaft (314.743) is part of the reamer/irrigator/aspirator (ria) system and listed in the ria technique guide. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 7.2mm to 16.5mm distal to the distal edge of the drive shaft helix. The helix is intact. Thus, the complaint condition is confirmed and consistent with the reported condition. A review of the current / manufactured drawing revision for the top level drive shaft assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the devices were found in the respective complaint conditions during inventory, the specific details regarding the application of force and method of use are unknown. Therefore, no definitive root cause was able to be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while going through the hospital inventory it was discovered that there were six (6) parts that had malfunctioned. One (1) screwdriver was tagged as stripped, two (2) screwdrivers were tagged as the tip not working properly, one (1) screwdriver was tagged as unknown to what the malfunction is but could be related to the handle, one (1) screwdriver shaft is stripped, and one (1) 520mm driveshaft tip was tagged as not working properly. It is unknown when these instruments malfunctioned as it was sitting in the hospital bin for some time. There was no patient or procedure involvement. This report is for one (1) drive shaft-minimum 520mm length for use with ria. This is report 2 of 2 for (B)(4).